Manufacturer narrative:
This MDR has been rejected. It has been found it is a duplicate of (B)(4).

Event description:
A medwatch was recieved that states the patient had metal debris and metalosis that required a synovectomy. It is reported the patients implants remain in situ.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Not explanted or returned.